Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the conversion. Based on the investigation, there is no indication that the device directly caused the issue. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative complications. There is no indication that the da vinci products themselves caused the injury. This complaint is considered a reportable event due to the following conclusion: the procedure was converted to thoracoscopy due to patient anatomy. While there was no harm or injury to the patient, the conversion could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the middle lobe was inflamed, and the lower lobe was swollen due to blood flow stasis during pulmonary vein resection. The surgeon elected to convert the surgery to a thoracoscopic procedure. There was no reported injury. An attempt is in progress to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 27-apr-2023 and obtained the following additional/updated information regarding the reported event: the customer used sureform 45 curved-tip stapler for the pulmonary vein dissection. It was difficult in securing the visual field with da vinci system. The procedure was converted to thoracoscopy due to patient anatomy. There was no bleeding due to the swollen lower lobe and no blood loss. There was no unexpected movement of an intuitive product. When converting to thoracoscopy, ports incisions were increased, but no additional port was placed. There was no da vinci system malfunction. Half of the procedure was completed before the conversion. The procedure was completed thoracoscopically. Intuitive surgical, inc. (Isi) product will not be returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.